Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-60, serial# : (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was tenderness at the implantable pulse generator site. No infection was suspected. The stimulation was not in the low back. When the patient increased stimulation, they would feel it in their ribs. The patient reported going on a boat ride and then noticed device did not work. There was no falls or sudden movements on the boat. According to the patient, x-ray was taken and no lead migration was noted. They had a couple reprogramming sessions that didn't work. The issue was not resolved at the time of the report. There was a report that there was an explant. The manufacturer representative(rep) reported that they checked impedances before the explant and contacts 0-7 were out. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.